Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture, pain, and redness. Additionally reported was lumps which has been deemed not related to the device. The device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation; based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on radius side assessed as surgical damage. Pain: unable to observe as it is a medical event not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. Erythema: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed.

Event description:
Patient reported left side "rupture," "pain," "redness and lumps," and "exchange." Device has been explanted.